Manufacturer narrative:
Additional information added to the customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the assembly carriage block 8110/8120. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/05/2019 to the present date 10/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device display an error code. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device display an error code. There was no patient involvement.